Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. It is unknown if device remains implanted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that post implant a swedish adjustable gastric band, the band/balloon fissure and leakage. The patient has an increase in weight. It is unknown if the band has been explanted. It is unknown if another band will implanted or another surgical weight loss procedure will be performed. There were no adverse consequences for the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.